Event description:
A manufacturer's representative met with the patient and checked her implantable neurostimulator (ins). Impedances >3,600 ohms were seen on electrode combinations 1-2, 1-3, 1-4, 1-5, 2-3, 2-4, 2-5, 3-4, 3-5 and 4-5. The impedances were normal for electrodes 6-15. The electrodes used in programming were 3-5 and 11-13 and the group impedance was 501 ohms. The patient could feel stimulation at 3.7v. The ins was working fine except for the high impedances and the patient was receiving pain relief. A follow-up report will be sent, if additional information becomes available.

Manufacturer narrative:
(B)(4).